Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported, right side rupture. Healthcare professional, reported additional, "dissatisfaction with implant size and bottoming out". Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Physician later reported "dissatisfaction with implant size and bottoming out." Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/04/2024.